Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was hospitalized due to slicing the bed while falling. Customer mentioned the fall may have been related to customer's low blood glucose. Customer's blood glucose was unknown at time of hospitalization. Customer was blind on one eye. Customer mentioned low blood glucose was caused by not eating enough. Customer's blood glucose at time of call was 587 mg/dl. Customer will not be returning the device for analysis.